Event description:
It was reported that during a common iliac kissing stent procedure, balloon rupture occurred. The target lesion was located in the common iliac artery. The physician advanced a 8.0 x40 x 75cm express ld stent through a 6fr sheath to the lesion. The device was inflated, after the stent was deployed the balloon ruptured on the first inflation. The balloon was removed intact. An unknown balloon was used to post dilate the stent to complete the procedure. No patient complications were reported and the patients' status is okay.

Manufacturer narrative:
(B)(4).device evaluated my manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the manufacturing documentation could not be performed as the batch number is unknown. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors.(B)(4).